Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (snap-on flowmeter adaptor) batch (B)(4) during the manufacture of the material. A CAPA file#(B)(4) was opened to address the issue. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from may 2016 forward is with the updated (B)(4) snap adaptor component. CAPA (B)(4) is currently under effectiveness verification. The customer complaint cannot be confirmed without evaluation of the device sample. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the device is leaking below thread mechanism when screwed onto the oxygen point. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. All personnel from the molding area related to this process were notified of this issue. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the device is leaking below thread mechanism when screwed onto the oxygen point. No patient injury reported.